Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. [Pt] was implanted with a cook celect filter. The cook filter placed in [pt] was stated to be appropriate for use as a permanent filter or a retrievable filter. On or about (B)(6) 2017, [pt] underwent a computerized tomography scan ("CT scan") of his abdomen. On or about (B)(6) 2017, [pt] was informed that the CT scan revealed that one of the posterior struts of the ivc filter had, in fact, perforated outside the wall of the ivc. Hospital and medical records have been requested but not yet provided." Patient outcome: it is alleged that "[pt] faces numerous health risks, including the risks of death. Because the filter cannot be removed, [pt] will require ongoing medical care and monitoring for the rest of his life".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, embedment, dyspnea, anxiety, depression, pain, mental anguish, emotional distress, physical impairment. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported dyspnea, anxiety, depression, pain, mental anguish, emotional distress, physical impairment is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, one other complaint has been reported against the lot for a different issue. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received the filter due to pulmonary embolism (pe). Patient is alleging vena cava perforation and embedment. Patient notes and further alleges experiencing "physical pain, mental anguish, emotional distress and physical impairment". Additionally, patient alleges "limited ability to walk any kind of long distance because of the difficulty of breathing" , back pain, depression and anxiety.